Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that some syringes are leaking through the barrel, some are malfunctioning, and another was missing the needle of the bd integra¿ syringe with detachable needle. There was no report of exposure or injury, but there was report of medical intervention noted.

Event description:
It was reported that some syringes are leaking through the barrel, some are malfunctioning, and another was missing the needle of the bd integra¿ syringe with detachable needle. There was no report of exposure or injury, but there was report of medical intervention noted.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no samples displaying the condition reported are available for examination. A root cause could not be determined.